Event description:
On (B)(6) 2011, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter was reading inaccurate high as compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that on (B)(4) 2011 at 8:00am, the patient obtained a result of 'high' on her onetouch ultraping meter and '98mg/dl' on the hospital meter, performed within 30 minutes or less of each other. The reporter stated that the patient manages her diabetes with the insulin pump and took her usual dose of insulin, 1unit of humalog, in response to the reported issue. Fifteen minutes after the alleged product issue occurred, the reporter claimed that the patient developed symptoms of feeling 'shaky and sweaty'. It is not known if the patient received treatment in response to these symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca also noted that the control solution test result came within the acceptable range. Replacement products have been sent to the patient. Although it is not known if the patient received treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011, the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.